Manufacturer narrative:
Sc-8120-50 (sn (B)(4)) device evaluation indicated that the device passed all testing. The complaint was not verified. Device exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing loss of stimulation. Diagnostics showed high impedances on the lead but no visible fracture found. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing loss of stimulation. Diagnostics showed high impedances on the lead but no visible fracture found. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.